Manufacturer narrative:
11/10/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a diverticulectomy procedure. Reportedly, the staples were missing. The hosp has reported no pt injury occurred.